Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the buttons error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin was squirting out of the infusion set at the time of priming. Customer stated that the insulin pump had no delivery alarm. Customer stated that the insulin pump was slower during rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. The connector was inspected and locked on lcd board. Device passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime device during prime or a33 test due to faulty force sensor resistor. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Device passed displacement test, self test, off no power test and all operating currents tested within the spec range. No unexpected low battery alarm were noted.